Event description:
Four pts were begun on dialyzer and all 4 pts experienced red eye syndrome and painful joints. All four were hospitalized for symptomatic relief and evaluation. All of the pts are stable at this point in time.